Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple cartridge alarms occurred during insulin therapy. Reportedly, customer went to the emergency room and was admitted to the hospital due to a blood glucose (bg) level of 656 mg/dl. Customer was treated with intravenous fluids of insulin and saline to address bg. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.